Event description:
Report received from (B)(6) stated that two trocar packs were difficult to insert. The surgeon complained the insertion was more difficult than usual. No patient injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Two of two.